Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's arteries were moderate tortuosity with no calcification. The pt is not a surgical candidate due to pt's age, health status and co-morbidities. It was reported that 14 months post stent graft implantation a request for a talent aortic cuff under ide (g020050) was requested. The CT demonstrated that the stent graft had migrated 5 mm resulting in a type I endoleak. There was no further information provided to medtronic about the request for the device or the details of the pt relating to the aneurx device.